Event description:
A peritoneal dialysis (pd) husband's reported the patient died at home on (B)(6). The patient was admitted to the hospital for peritonitis and to have her pd catheter removed. While hospitalized, it was noted the patient had a perforated bowel and she refused surgery. The patient was discharged home to (B)(6) care on (B)(6) 2013 and died the same day at home.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.